Manufacturer narrative:
UDI: (B)(4).

Event description:
During an ICD replacement procedure, insulation damage was noted on the right ventricular lead. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
A partial lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any insulation abrasions on the lead body. All damage noted to lead body was consistent with that occurring at time of explant.